Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient had unknown mentor saline prostheses implanted and suspected bilateral deflation post procedure. She described that the implants had spread out and the shape had altered. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-07869 for contralateral prosthesis report.